Manufacturer narrative:
Additional information was received that the infection was procedure related.

Event description:
A report was received that the patient had a suspected infection and had a worsening pain from the recent implant procedure which was not getting better. Symptom of infection was swelling at the ipg site. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a suspected infection and had a worsening pain from the recent implant procedure which was not getting better. Symptom of infection was swelling at the ipg site. The patient was prescribed antibiotics and underwent an explant procedure.